Event description:
It was reported by the rep that the devices were used during a nephrectomy. The devices did not activate (min/max button). Troubleshooting was performed with the same results. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.